Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5138752. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 359491.

Event description:
It was reported that the patients lead was visible through the skin due to the incision that did not heal properly. There were no test performed to conclude for infection and it was unknown if antibiotics were prescribed. All device components were explanted and will not be returned.